Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent/kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 [250 mg/dl], follow the treatment advice of your healthcare provider," it advises, "if your glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported high blood glucose results after wearing a pod more than 24 hours. He stated that at 6:42pm, his result was 10.5 mmol/l (189 mg/dl), and he consumed 65 grams of carbohydrate and gave himself an 8.25u bolus. At 9:24pm, it was 15.9 mmol/l (286 mg/dl). He corrected with a 2.00u bolus and exercised by doing 20 repetitions up and down the stairs. At 9:50pm, his result was 13.8 mmol/l (248 mg/dl). At 10:28pm, with a result of 14.4 mmol/l (259 mg/dl), he deactivated the pod. He stated that there was a small bend/kink in the cannula.